Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.

Manufacturer narrative:
(B)(4). Product registration ¿ correction b5: subsequent to the initial MDR, a correction is required and additional information is available. D1 brand name ¿ correction d4 catalog no ¿ correction g6 type of report ¿ additional information h2: additional information/correction h10 corrected data.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.